Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. Sample was visually and functionally tested and during the inflation test, the air could not be retained by the cuff. The cuff was submerged in a water bath and a leak was observed on the line end proximal to the cuff. The customer reported complaint was confirmed. The probable cause is due to an inconsistent weld around the tubing. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from the adhesive part at the top of the cuff. This occurred during patient use at the facility. No harm or adverse event was reported in relation to this event.